Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device for analysis. No definite signs of use were observed. Visual and microscopic examination revealed one kink towards the distal end of the guide wire. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. After failing functional testing, white particulate was observed within the guide wire tubing, which likely caused or contributed to the resistance experienced. Further functional testing revealed a total occlusion from inside the cannula. The source of this occlusion cannot be visualized; however, it is towards the proximal opening. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The guide wire was advanced through the returned cannula but was unable to be entirely deploy through the cannula due to a blockage within the cannula. A lab inventory guide wire was also advanced and encountered the occlusion at the same location. Manufacturing has previously been consulted for failures of this nature. They have confirmed that this is a verified teleflex issue that requires further evaluation via a non-conformance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit was reviewed as part of this complaint investigation. The reported event was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a total occlusion from inside the cannula. This occlusion created resistance between the guide wire and the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and previous comments from manufacturing, the root cause is manufacturing related. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that(B)(6) 2024, the doctor found the swg/needle resistance when the swg insert into the needle, the swg was found kinked during used on the same patient. Involved 3 pc." Associated complaints 9680794-2024-00788, 9680794-2024-00738 and 9680794-2024-00789

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that"09 july 2024, the doctor found the swg/needle resistance when the swg insert into the needle, the swg was found kinked during used on the same patient. Involved 3 pc." Associated complaints 9680794-2024-00788, 9680794-2024-00738 and 9680794-2024-00789.